Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Preoperative x-rays taken on unknown date revealed that the upper end plate of the prodisc-c implant was protruding and came loose because of the osteolysis.

Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient was implanted with a prodisc-c implant at level c6-7. The patient presented to the clinic with complaints of neck pain and bilateral c6-7 pain, date unknown. X-rays revealed that the patient had osteolysis at the c5 superior vertebral body. The patient was returned to the operating room on (B)(6) 2016 and the surgeon removed the prodisc-c implant at c6-7. The poly inlay was removed first and then the end plates. The surgeon performed an anterior cervical discectomy and fusion (acdf) and implanted the patient with a depuy skyline plating system. The surgery was completed successfully without delay and the patient was reported as stable post operatively. This report is for one (1) unknown pdc implant. This is report 1 of 1 for (B)(4).